Event description:
The account stated that the axsym toxoplasmosis igm reagent is generating a false reactive result on a patient sample. The initial result was reactive (0.648). The sample was then decanted, centrifuged and retested, the result was non-reactive (0.136). There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Devices/samples not returned. Retained kit testing met all specifications. This report was filed on an international product, list number 9k09-20 that has a similar product distributed in the us, list number 4b25-22. The customer tested a patient sample that was reactive (0.648) initially with axsym toxoplasmosis (toxo) igm, ln 9k09-20, lot number 68783hn01. For the second run the customer decanted and recentrifuged the sample and obtained a negative (0.136). The customer then performed a reproducibility analysis by testing the sample in 10 replicates. The sample showed a mean of 0.123 in the analyses, classifying the sample as non-reactive. The axsym toxo igm, list number 9k09-20, lot number 68783hn00 (which is equivalent to lot number 68783hn01) was tested with axsym toxo igm calibrator, controls and specificity panels used for determination of the assay specificity during release testing of the reagent. 20 replicates of the negative control have been tested to evaluate the precision. The control values were well within the specifications stated in the axsym toxo igm reagent package insert and the panels were within the manufacturing specifications. For the negative control we obtained a %cv value of 6%. The variation is comparable to values displayed in package insert. There is no indication that axsym toxo igm, list number 9k09-20, lot number 68783hn00 (and associated sub lots) displays an unusual performance. As part of our investigation we have reviewed the complaint and manufacturing records for axsym toxo igm, list number 9k09-20, lot number 68783hn01. This review did not identify any problems related to the customers observation. The axsym toxo igm, ln 9k09-20 package insert (B)(4) states: heat-treated specimens, lipemic specimens, grossly hemolyzed specimens, or specimens with obvious microbial contamination should not be tested with this procedure. The axsym system does not provide the capability of verifying sample type. It is the responsibility of the operator to verify the correct sample type(s) is (are) used in the axsym toxo igm assay. All samples (patient samples, controls and calibrators) should be tested within 3 hours of being placed on-board the axsym system. Inspect all samples for bubbles. Remove all bubbles prior to analysis. The customer was referred to the axsym system operations manual, section 5, for more detailed discussion of on-board sample storage constraints. In the abbott axsym system operations manual volume 2, section 10, under observed problem, results erratic, discrepant, and/or experiencing imprecision, probable causes and corrective actions are listed. Based on our investigation, we have determined that axsym toxo igm, list number 9k09-20, lot number 68783hn01, identified in the customers complaint is performing acceptably. This is the final report.